Event description:
It was reported that the patient was seeing a poor communication screen on her personal therapy manager (ptm). The ptm did not get dropped or get wet and the patient did not use an antenna. The issue began on the report date. The patient was able to get her ptm boluses until earlier on the report date. The patient tried using new batteries with no success. The patient attempted decoupling and the ptm would not recouple. It was noted that the patient was very upset, as she relied heavily on the ptm. A manufacturer representative believed that it was possible that the pump flipped, because, it had been loose in the pocket since implant. The patient had to be ¿stuck¿ 5 times for her last pump refill. When the patient stood up, the pump ¿goes flat¿. It was also noted that the patient never really had good pain relief, even with dose escalations. The patient¿s medication was changed at the last refill on 2014 (B)(6) and a bridge bolus ran through 2014 (B)(6). It was unknown to the reporter what the old medication. At the time of the report, the device system was used to deliver clonidine. It was later reported that, sometimes, the pump would stick out with the side of the pump pushing against the incision. The hcp also had difficulty finding the reservoir port at the last refill, but finally found it. A pump pocket revision was planned, but not yet scheduled due to movement of the pump within the pocket, which was confirmed by the healthcare provider (hcp) on 2014 (B)(6). Regarding the previously reported ptm communication issue, there were no identifiable sources of electromagnetic interference (emi). Communication with the ptm was attempted with and without an antenna. The first attempt with the antenna worked and subsequent attempts did not. Communication was attempted with the patient in different positions, both upright and lying. The patient was to receive a different ptm on 2014 (B)(6).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient had 3 surgeries on the pump. In (B)(6) 2014 the physician anchored the pump and left it in the same place. The incision then "busted open" and was re-stitched. The patient then developed a seroma which had to be drained and the incision again had to be reclosed. The pump then started pushing out like it was trying to flip. In (B)(6) 2014 the physician surgically moved the pump "like 6 inches up". The patient experienced "sweating stuff" and became really pale after the pump was "messed with from (B)(6)". Beginning the weekend prior to the report, the patient started having a "weird metallic taste" in her mouth and was really pale and sweating profusely. The patient was unsure if she was having overdose or underdose symptoms. The patient's pain had also not been under control since the surgeries began in (B)(6). The patient's dose was just increased to 12mg/day and she was allowed 12 boluses a day of 1mg which was a total of 24mg/day. In regards to the ptm issues, the patient continued having difficulty receiving boluses, this time since (B)(6) 2014. The ptm said that it was locked out for 23 hours and 59 minutes, so the patient turned the ptm off and then on again and then the bolus went through. Per the patient, she was allowed 12 boluses a day, every 40 minutes. The patient was not pulling the ptm away right away so it was discussed that it may have been a lockout issue. The patient was to follow up with her physician as soon as she could about the concerns about underdose or overdose symptoms. The device system currently delivered dilaudid.